Event description:
It was reported by service report that the cot has cracked outer rails on both sides. Customer could not determine if there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Outer support rail.